Event description:
It was reported that the transfer set had become disconnected from the titanium adapter while the patient was bathing. The patient then reconnected the set to the adapter. The patient then had the transfer set replaced. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Additionally, a use error was reported where the patient did not aseptically reconnect the transfer set after the disconnection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).